Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found in back-up mode. Abbott technical supported indicated the device had reached eri normally. The device was replaced due to eri.